Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect ac charger module was returned. The malfunction was duplicated and attributed to a faulty integrated circuit on the ac charger module.